Event description:
It was reported that the rover power plug got hot and melted. There was no pt involvement and no pt or user injury reported as a result of this event.

Manufacturer narrative:
The field service technician replaced the power cord and returned the unit to service.